Manufacturer narrative:
The cobas c 303 analytical unit serial number is (B)(6). The customer stated that qc was in range prior to the event. The investigation is ongoing.

Event description:
There was an allegation of a questionable potassium electrode result for one patient sample tested on the cobas c 303 analytical unit. The initial result was 6.4 mmol/l, and the repeat result was 4.0 mmol/l. The repeat result from another c303 analyzer was 4.0 mmol/l. The repeat result was deemed to be correct. The questionable result was not released outside of the laboratory.

Manufacturer narrative:
Section d, device identification was updated. Relevant fields of sections d and g were updated. The calibration and qc were acceptable. There was no indication of a performance issue with the reagent. The alarm trace had an ion-selective electrode (ise) noise error. A field service engineer (fse) removed the electrodes and cleaned and dried them, then reinstalled them. They cleaned and ran fishing line through the sipper nozzle, cleaned the vacuum nozzle, and the dilution cup. The fse noticed that the tubing was close to bending and advised the customer that it needs to be placed so that it does not get bent in the sipper nozzle. For verification, the fse ran air purges, primes, ise checks, and precision checks with acceptable results. The specific cause of the event could not be determined. The customer did not report any other issues after the service. The investigation determined that the service actions resolved the issue.